Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 7f hickman d/l catheter in two segments were received for evaluation. Functional, gross visual, tactile and microscopic visual evaluations were performed. A split was noted in the bifurcate. A complete circumferential break was noted to the catheter body, proximal to the bifurcate. A distal catheter segment was returned. Complete circumferential breaks were noted to both ends of the returned catheter segment. The bifurcate was noted to open into two due to the split. Therefore the investigation is confirmed for the reported fracture issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 12/2026), g3. H11: h6 (method, result). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that three weeks and two days post a chronic catheter placement, the catheter allegedly broke. Reportedly, the line was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 7f hickman d/l catheter in three segments were returned for evaluation. Visual, microscopic, functional and tactile evaluation was performed on the returned device. A complete diagonal break on the distal end of the distal catheter segment was noted. The edges of the complete diagonal break on the distal end of the distal catheter segment were noted to be uneven and the surface was noted to be granular with residue throughout. Thrombus was observed exiting the distal end of the catheter. Therefore, the investigation is confirmed for the reported fracture and the identified material separation issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 12/2026), g3, h6 (device). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that three weeks and two days post a chronic catheter placement, the catheter allegedly broke. Reportedly, the line was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiry date: 12/2026) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that three weeks and two days post a chronic catheter placement, the catheter allegedly broke. Reportedly, the line was removed and replaced. There was no reported patient injury.